Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. No intervention was performed. No further information was available.